Event description:
It was reported that approx 45 months post-implant of a bifurcated device, and an infrarenal aortic extension, an endoleak was identified. Reportedly, a possible type I or type ii endoleak was identified. The physician elected to implant a suprarenal aortic extension to eliminate possibility of type I endoleak. The physician elected to end the procedure and monitor the pt. It was reported, the pt tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional info becomes available.

Manufacturer narrative:
Actual device was not returned hence no device evaluation was performed. An image was provided, and reviewed by a clinical specialist. Based on review of the information the reported event was confirmed. A manufacturing record review was performed and the lot met all release criteria with no related issues and deviations that explain the reported event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling .the lot usage history shows that no other units from this lot have been involved in similar event. Based upon the investigation findings, there was insufficient medical record information to determine a root cause for the endoleak.